Manufacturer narrative:
(B)(4). The device was not returned. Additional information received: what device was used for the proximal and distal transaction of tissue prior to using the circular stapler? Covidien pursestring stapler 020242 proximally; ethicon roticulator 55 green ax55g distally. On what tissue type was the device used? Sigmoid colon . What was the quality of the tissue? Mildly edematous. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Snap/click heard. When the device was fired, what was the location of the indicator within the gap setting scale? Middle. Was buttressing material utilized? Multiple 3-0 silk sutures. Was the instrument fired across or near an existing staple line or clip? Yes. How was it confirmed that the device was fully fired? Crunch, fully compressed lever. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were any additional steps taken to confirm successful anastomosis? Leak test, donut were not intact. Is there any other additional information you would like to share about this device, procedure, patient or physician? Is a pathology specimen available? Pathology report not available.

Event description:
It was reported that during a low anterior resection procedure the surgeon placed the device into the rectum distally and dialed into middle of the green area. The surgeon fired the stapler and after removal of the doughnuts they were observed to not be completed. They took down the anastomosis and had to design a new margin. They then stapled a new anastomosis and the same thing was seen after inspection of the doughnuts. The surgeon then performed a third anastomosis and after firing the device in the same manner when he removed the stapler they saw the doughnuts were complete but were formed uneven; the staple line was complete and the staples were formed correctly. The staple line did have a leak. They over sewed the staple line and had a good seal but had to perform a diverted ileostomy. The patient is stable in the hospital at this time.